Event description:
Unsafe event. Balloon catheter did not close completely prior to removal. The provider inserted the covidien barrx 360 express rfa balloon catheter balloon catheter into the esophagus for repair of barretts esophagus. The provider performed a halo ablation procedure without incident. Upon removal of the catheter there was resistance, but the esophageal ablation system monitor stated that the balloon was deflated. On second attempt, the provider was able to remove the balloon catheter, but the provider noted that the balloon was not completely deflated. Examination of the pt's esophagus immediately after removal of the balloon catheter with a different scope showed a tear in the esophagus. Surgical clips were used to successfully repair the esophageal tear. No active bleeding was noted after the repair. Pt was admitted for monitoring for potential bleeding. The pt was cleared by cardio-thoracic surgery and discharged the next day as no active bleeding was noted overnight.